Event description:
The customer reported that the unit was collimating by itself and the picture was grainy.

Manufacturer narrative:
The ge svc rep fixed the problem with the wires to the collimator. He tested the system for proper operation. The system operates as intended.